Event description:
It was reported there was no ventricular output. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device ID was provided, it is unknown if this event has been previously reported.